Manufacturer narrative:
One nt 1100 neurotherm rf generator was received for investigation. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified. Review of the details of the event revealed that the user used a non-abbott grounding pad with a surface area of 84 cm2 which is too small. On page 17 of the nt1100 IFU, the grounding pad should have a surface area of at least 135 cm2. Based on the information provided to abbott, the user did not use the correct size grounding pad as indicated in the IFU. Using an undersized grounding pad could result in the behavior described by the event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
One nt 1100 neurotherm rf generator was received for investigation. Power was applied to the generator and the system was powered on successfully. The event mentioned in the event description was not reproduced. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation and testing of all ports was conducted while monitoring the port temperature and impedance. Audible tones emitted were consistent with the modes of operation selected. Based on the information provided to abbott and the investigation performed, the reported output issue and subsequent cancellation was unable to be confirmed. The returned product functioned properly during the evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report further information regarding the event were requested but not received.

Event description:
During a procedure, after sensory testing, power could not be applied due to warning messages about checking electrodes. Trouble shooting included exchanging all consumable parts, but the issue persisted. Further information confirmed the issue may have been caused by the non-abbott grounding pads that were used. There were no patient consequences.